Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were receiving a power error detected alarm. The customer¿s blood glucose level was 210 mg/dl. Troubleshooting was performed. They were unable to exit the preparing to prime loop. The customer stated they were receiving a rewind complete message but the piston was not all the way back. It was noted that they did not remove the reservoir during the fill tubing process. They were advised to rewind and prime again. There was no clear indication that the issue was resolved. The call got disconnected. The device will not be returned for analysis.